Manufacturer narrative:
(B)(4). Balloon ruptures can occur as a result of, but are not limited to, manufacturing (such as damage to the balloon from the stent crimp process or from damage to the balloon during the processing of the balloon material) or from damage during use of the product. During use there can be an interaction between the balloon and the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The device was not returned for analysis and may have assisted in the investigation. The reported anatomical conditions reported moderate tortuosity and heavy calcification with 99% stenosis which in this case may have contributed to the reported balloon rupture. It is possible that during inflation of the balloon to deploy the stent the balloon interacted with the calcification such that it resulted in damage to the outer diameter of the balloon and subsequently led to the balloon rupture. Although a conclusive cause for the reported balloon rupture can not be determined there is no indication of a product deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and no other incidents have been reported for balloon rupture for this lot. All stent delivery systems are leak tested on line and inspected for stent damage. Additionally, a sampling of units is destructively tested to verify balloon pressure integrity prior to release of the lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that this was an interventional procedure to the distal left anterior descending (lad) target de novo lesion with a vessel diameter of 2.75 mm, length of 10 mm with moderate tortuosity, heavy calcification, eccentric, 99% stenosis. The 2.75 x 18 mm rx xience v stent delivery system (sds) was soaked and prepped outside of the patient and predilatation was performed with a non-abbott balloon. The sds was delivered but the balloon ruptured on the first inflation of 6 atmospheres for 5 seconds. Postdilatation was performed with a non-abbott balloon catheter to complete the procedure. There were no adverse patient effects and no clinically significant delays reported. No additional information was provided.